Event description:
It was reported that a revision surgery took place due to a fractured ceramic head and cracked ceramic cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.